Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion in the calcified proximal circumflex artery was predilated with a 2.5 x 15 mm maverick balloon. The taxus express2 2.75 x 16 mm drug eluting stent was advanced to the target lesion but was unable to cross the lesion. The device was removed and the stent was found to have a strut bent up. A 2.5 x 15 mm maverick otw balloon was used and the procedure was completed with a 2.75 x 20 mm taxus express2 stent. No pt complications occurred. Pt status is satisfactory.